Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced dizziness and shortness of breath. The patient was unable to check their cgm reading and was unable to take any treatment. The patient was brought to the hospital by their wife, and when a fingerstick was taken the cgm device was showing a normal reading, between 90 and 130 mg/dl, and the blood glucose reading was 600 mg/dl. The patient was treated with intravenous insulin and was given lasix. The patient was discharged after 5 days. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.